Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose. The customer's blood glucose was 434 mg/dl. The customer treated high blood glucose with manual injection with insulin pump. The customer reported that they received no delivery alarm and no delivery alarm did not occurred during manual prime. The customer reported that event was resolved by changing complete infusion set. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery/occlusion alarm noted. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report. (B)(4).